Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from (B)(6) that the internal speaker of the patient's controller only gives a low level alarm. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. Controller (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of foreign material found on the speaker membrane. A low sound issue can be due to following possible causes: ptfe patch failure (speaker holes), gasket failure, overlay failure and ptfe patch failure (vent hole, back cover). For this reported event, the most probable root cause was most likely caused by foreign material on the speaker membrane. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Event description:
It was reported from (B)(6) that the internal speaker of the patient's controller only gives a low level alarm. The facility performed a controller exchange, the device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.